Manufacturer narrative:
Concomitant medical products: 419488, implanted: (B)(6) 2007; 5076, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.